Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that the patient presented with pain, phrenic and diaphragmatic stimulation. Upon interrogation, it was determined that the rv lead exhibited high thresholds, low impedance and low sensing. An echocardiogram revealed the lead perforated the right ventricle and caused a small effusion. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.